Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 plus ventilator screen freezes. There was no patient involvement at the time of the event.

Manufacturer narrative:
The service engineer (se) inspected the device and repaired the unit. The ventilator was returned to use. If information is provided in the future, a supplemental report will be issued.